Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-10648. It was reported the pt ((B)(6)) was receiving uncomfortable stimulation. In addition, the pt was only receiving stimulation in her hands (the system was implanted to provide pain coverage to bilateral arms). Invalid impedances were identified. Reprogramming did not resolve the issue. It is suspected that the scs lead may not be fully inserted into the scs lead extension. No further info is available at this time.